Event description:
Nellcor puritan bennett received a call from a representative for facility on 04/27/99. Rep called to report the following problem: unit stopped cycling with alarm while on a patient. No patient harm.